Event description:
It was reported that the patient alert sounded due to high impedance. The lead was explanted and replaced. Additional information received per the sales rep is the notation of a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.